Event description:
Whole table set to do a whole body, while making several motions to optimize position of detector to perform study; the gantry started to move a ccw gyration. The detector lifted the w/b datble and tipped it over.